Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer assumes the pump delivers too much insulin. Often, his blood glucose level is too low.